Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day, the patient was hospitalized for the event. The patient was treated with amikacin (250mg, intraperitoneally, frequency not reported) for peritonitis. Dianeal and extraneal therapies were ongoing. At the time of this report, the patient was reported to be recovering from the event. No additional information is available at this time. This is report 1 of 3.